Manufacturer narrative:
Philips has investigated this complaint. The philips field  service engineer (rse) analyzed thatmalfunction in the geometrical movement. Upon functional testing was performed and identified thee was malfunction with the geometrical movement. Rse restarted the system. After that, the device resumed normal operation as per its specification. Based on service history review, the issue did not reoccur.to date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code and health impact code was corrected.

Event description:
It has been reported to philips that the system had a reboot issue. Philips has started an investigation of the complaint.